Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation and the patient experienced aortic dissection with a thermocool smarttouch sf catheter. After some failing attempts of insertion of the thermocool smarttouch sf catheter from a retrograde aortic access an angiography was performed. Contrast images showed a kinked aorta with dissection. The retrograde access was abandoned and the operation resumed. Additional information was received. The intervention provided was for a ventricular tachycardia ablation. The device evaluation was completed on (B)(6) 2024. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced aortic dissection with a thermocool smarttouch sf catheter. After some failing attempts of insertion of the thermocool smarttouch sf catheter from a retrograde aortic access an angiography was performed. Contrast images showed a kinked aorta with dissection. The retrograde access was abandoned and the operation resumed. Additional information was received. The physician's opinion on the cause of the adverse event is procedure and/or patient condition. The intervention provided was for a ventricular tachycardia ablation.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).